Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure and device implant on (B)(6) 2016; posterior crural hiatal hernia repaired at the time of implant. Esophageal dilation was attempted to alleviate post anti-reflux procedure dysphagia. Device explanted on (B)(6) 2016 due to severe dysphagia. Significant scar tissue and adhesions (diaphragm, diaphragmatic leg) were noted during the explant procedure. Device was appropriately positioned around the les at the time of explant however the les had herniated into the diaphragm and device was accidentally cut during an attempt to reposition. Hernia repair and fundoplication performed at the time of explant.